Event description:
Allegedly removed component and surgeon noted corrosion. Surgeon did soft tissue sample and sent to the lab and lab results came back negative.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01073, 01075.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned. (Corrected). (B)(4).